Event description:
It was reported the device was used during an exploratory laparotomy. It was reported the tlc55 was fired initially and performed correctly. A reload was put in and the surgeon could not get the device to fire. He ended up hand sewing the anastomosis which caused the case to g0 longer than anticipated.